Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per report received from australia, this valve 8300ab27 implanted in aortic position was explanted from a 32-year-old patient after an implant duration of nine (9) years and five (5) months due to calcific degeneration leading to severe stenosis. Reportedly, thickened and flail leaflets were observed in the surgical valve. The patient presented symptoms of chest pain and fatigue. A bioprosthetic valve was implanted in replacement. As per noted, the patient was in stable condition after procedure.

Manufacturer narrative:
Information added/updated to sections d9, h3 and h6 (type of investigation, investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H3: device evaluation: customer reports of calcific degeneration and stenosis were confirmed through visual evaluation. X-ray demonstrated frame was expanded, deformed and pushed inward around commissure 3 and leaflet 3. X-ray also demonstrated heavy calcification on leaflets 1 and 2, and minimal calcification on leaflet 3. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 2 on both aspects. Leaflet 1 had a 9mm tear near commissure 1 and a 13 mm tear near commissure 2. Leaflet 2 had a 10mm tear near commissure 2 and a 4mm tear near commissure 3. Leaflet 3 had an 8mm tear near commissure 3. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference and frame was minimal to moderate at the outflow aspect and moderate to heavy at the inflow aspect. Cloth was cut exposing the sewing ring silicone and frame. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7-8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.